Manufacturer narrative:
Fisher & paykel healthcare ref: (B)(4) serial number: (B)(4), lot number: 100728, date of manufacture: 07/28/2010. (B)(4), (B)(4), 100914, 09/14/2010. (B)(4), (B)(4), 100914, 09/14/2010. (B)(4), (B)(4), 100914, 09/14/2010. The technical manual that was provided with the five complaint neopuffs advises the user to "check that the gauge reads at least 60 cm h2o", not 65 cm h2o. The customer was advised of this specification and advised that four of the five complaint units passed this test. Although the customer advised that there was no fault with these four units as, all five complaint devices were returned to fisher & paykel healthcare's regional office and service center in (B)(4) for testing. The five neopuffs were performance tested for functionality by fisher & paykel healthcare's service technicians. All five units were new with no damage and passed all functional tests. No fault was found. The neopuffs were returned to the customer and the customer was reminded of the proper technical manual to reference for these devices.

Event description:
A hospital in (B)(6) reported that five new rd900 neopuff infant resuscitators failed the initial valve test. It was reported that the manometer needle was vibrating and that four of them would not reach 65 cm h2o. It was reported that the last unit would not reach 60 cm h2o. The testing was carried out prior to patient use.

Manufacturer narrative:
Fisher & paykel healthcare ref: (B)(4), serial number: (B)(4), lot number: 100728, date of manufacture: 07/28/2010. Fisher & paykel healthcare ref: (B)(4), serial number: (B)(4), lot number: 100914, date of manufacture: 09/14/2010. Fisher & paykel healthcare ref: (B)(4), serial number: (B)(4), lot number: 100914, date of manufacture: 09/14/2010. Fisher & paykel healthcare ref: (B)(4), serial number: (B)(4), lot number: 100914, date of manufacture: 09/14/2010. Fisher & paykel healthcare ref: (B)(4), serial number: (B)(4), lot number: 100914, date of manufacture: 09/14/2010. Testing. We will provide a follow-up report upon receipt of the devices and completion of our investigation.

Event description:
A hospital in (B)(6) reported that five new rd900 neopuff infant resuscitators failed the initial valve test. It was reported that the manometer needle was vibrating and that four of them would not reach 65 cm h2o. It was reported that the last unit would not reach 60 cm h2o. The testing was carried out prior to patient use.